Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and the customer was unable to confirm the functionality of the pump. Customer¿s blood glucose was 137 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.